Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap and locks properly into reservoir. The electronic assemblies and motor assemblies were inspected and found moisture damage on pcba 1 and pcba 2. The transmitter was able to connect and calibrate with the pump successfully. The bg meter was able to connect with the pump successfully. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, label damage (faded), cracked case - corner of belt clip rails, scratched case. In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter and bg meter connected and calibrated to the pump successfully. Pump passed full drive test, self test, and the displacement accuracy test. Unable to confirm low bgs. Cosmetic damage was confirmed at the battery compartment and the belt clip rails during analysis. Pump exposed to moisture on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia of low blood glucose value 40 mg/dl and reported loss of communication between insulin pump and transmitter, insulin pump and meter. The customer received sensor signal not found alarm. No further complications were reported. Troubleshooting was partially performed and found crack on the insulin pump. It was unknown if the customer was using the insulin pump within 48 hours of the hypoglycemic event and whether the auto mode feature was active. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.